Event description:
The customer reported that the system stopped producing fluoroscopic x-ray during a case. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator power supply voltage was adjusted, the gib and ffb circuit boards were reseated, and the system software was reloaded. The system was then found to be operating as intended.